Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-may-2023 h6: investigation summary a device history review was conducted for lot number 2326260. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned to our facility which displayed the reported nonconformance. This event has been confirmed. A review of the manufacturing process was conducted, and our engineers were not able to identify a likely source for the observed adapter damage. Currently any damage to the adapter from manufacturing-related sources is controlled by an automated vision system that is regularly checked. Additionally, known damage from the manufacturing process is not consistent with the adapter damage observed on the returned device. Unfortunately, our engineers could not determine the root cause for this event at the conclusion of their review. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii IV catheter was damaged and leaking. The following information was provided by the initial reporter, translated from chinese to english: the nurse gave the child an infusion immediately after the puncture was completed, and found that the liquid medicine leaked from the connection between the extension tube and the isolation plug. After careful observation, it was found that there was a damaged notch, so the indwelling needle was pulled out and a new one was used for puncture infusion.

Event description:
It was reported that the bd intima-ii IV catheter was damaged and leaking. The following information was provided by the initial reporter, translated from chinese to english: the nurse gave the child an infusion immediately after the puncture was completed, and found that the liquid medicine leaked from the connection between the extension tube and the isolation plug. After careful observation, it was found that there was a damaged notch, so the indwelling needle was pulled out and a new one was used for puncture infusion.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.